Event description:
It was reported that patient was referred for surgery for to discontinuity in the distal aspect. Clinic notes were received and reviewed, noting that high lead impedance was seen on patient's device. Notes also stated that when vns was increased patient could not perceive stimulation and voice became hoarse briefly. Device history records were reviewed for lead and the lead passed all functional specifications and quality tests and were sterilized prior to distribution. The patient's device was explanted. The facility that explanted device does not return products so this device is not expected to be returned for product analysis no additional relevant information has been received to date.